Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 01-dec-2020. The most recent information was received on 09-dec-2020. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('lower stomach pains') in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: contraceptive nos. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced abdominal pain lower (seriousness criterion medically significant), headache ("headaches") and menorrhagia ("haemorrhagic periods"). On an unknown date, the patient experienced back pain ("lower back pain"), musculoskeletal pain ("joint and muscle pain"), tendonitis ("recurrent tendinitis (hip for 1 year, elbow, shoulder, thumbs, elbow)"), dizziness ("dizziness") and fatigue ("very great general unexplained fatigue"). The patient was treated with oral contraceptive nos and tranexamic acid (exacyl). Essure treatment was not changed. At the time of the report, the abdominal pain lower, back pain, headache, menorrhagia, musculoskeletal pain, tendonitis, dizziness and fatigue had not resolved. The reporter provided no causality assessment for abdominal pain lower, back pain, dizziness, fatigue, headache, menorrhagia, musculoskeletal pain and tendonitis with essure. The reporter commented: according to consumer lower abdominal pains, headaches and haemorrhagic periods started one year after implants were placed. To avoid constantly prescribing exacyl, the gynecologist put her back on the pill. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-dec-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 01-dec-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('lower stomach pains') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: contraceptive nos. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced abdominal pain lower (seriousness criterion medically significant), headache ("headaches") and menorrhagia ("haemorrhagic periods"). On an unknown date, the patient experienced back pain ("lower back pain"), musculoskeletal pain ("joint and muscle pain"), tendonitis ("recurrent tendinitis (hip for 1 year, elbow, shoulder, thumbs, elbow)"), dizziness ("dizziness") and fatigue ("very great general unexplained fatigue"). The patient was treated with oral contraceptive nos and tranexamic acid (exacyl). Essure treatment was not changed. At the time of the report, the abdominal pain lower, back pain, headache, menorrhagia, musculoskeletal pain, tendonitis, dizziness and fatigue had not resolved. The reporter provided no causality assessment for abdominal pain lower, back pain, dizziness, fatigue, headache, menorrhagia, musculoskeletal pain and tendonitis with essure. The reporter commented: according to consumer lower abdominal pains, headaches and haemorrhagic periods started one year after implants were placed. To avoid constantly prescribing exacyl, the gynecologist put her back on the pill. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.